Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusions and the occlusion alarms continued. A system check was performed and the occlusion alarms were verified. Customer's blood glucose level was 290 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.